Event description:
On (B)(6) 2010, a gore hybrid vascular graft was implanted in an av access application. The procedure was performed in the patient's left forearm, from the brachial artery to the brachial vein. On (B)(6) 2010, the pt presented with a graft infection, and the graft was explanted.

Manufacturer narrative:
The investigation is presently in progress.